Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 14a15h25. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with fortaz (dosage, route, and frequency not reported). At the time of this report, the patient was recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 5 of 5 involved in this event.